Manufacturer narrative:
Final analysis found burn marks to the ac power adapter which contributed to the field complaint of burned smell.

Event description:
It was reported that the transmitter emitted a burning smell when plugged in. The device was replaced.